Event description:
They received a new AED and proceeded to use it during a training session. They reported that the AED worked properly for a few uses, and then the power cut off. They reported that when they restarted the unit, the display screen showed a large black x. They stated that they tried using the unit again a few minutes later and that the power cut off again after a few successful uses.